Event description:
It was reported that after insertion of the iab, the user was unable to remove the end cap from the stop cock on the a-line. Then, the central lumen of the iab clotted off. The iab was removed and replaced without any complications.